Manufacturer narrative:
Information was received on 12-mar-2020 indicating the pump failed while testing. No patients were involved in this event.

Manufacturer narrative:
Investigation completed on a smiths medical cadd legacy 6400 pump. Event log revealed no evidence of complaint. Evaluations and testing done on delivery and the event of -10.55 % and this was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Unknown cause of event and no action taken as event could not be duplicated.

Event description:
Information received a smith medical cadd-legacy 6400 pump of failing accuracy greater then -10.55 %. No patient adverse events reported.